Event description:
A technician reported that suction broke while firing the laser. The pt interface was replaced, suction was achieved again and the procedure was completed. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).